Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead was repositioned due to perforation of the heart wall. The patient also experienced diaphragmatic stimulation. Additional information from the field representative indicates that the lead perforation was identified using fluoroscopy. This lead remains in service. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.